Event description:
It was discovered that this right ventricular lead exhibited noise and oversensing. Reprograming of the device was advised. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced and replaced.